Event description:
It was reported that the right atrial (ra) lead showed oversensing and high threshold. It was also reported that the right ventricular (rv) lead showed oversensing and out of range impedance. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224drg ICD, (B)(6) 2012. (B)(4).